Event description:
It was reported that the patient began feeling unwell, with blood glucose (bg) readings in the 160-190 mg/dl range. The patient¿s sister later found him unconscious on the floor. At that time, the dexcom g7 continuous glucose monitor (cgm) displayed a bg value of 171 mg/dl. The patient was transported to the emergency room, where medical staff reportedly indicated that the dexcom cgm was malfunctioning and that the displayed bg values did not match actual levels. No information was provided regarding bg measurements obtained in the emergency room, the clinical diagnosis, or the treatment administered. Therefore, it is unclear whether the patient experienced hypoglycemia or hyperglycemia at the time of the event. Following the incident, the patient discontinued use of the dexcom g7 and transitioned to the abbott libre 3 system. No additional information was available despite multiple good-faith follow-up attempts.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, the patient began feeling unwell while monitoring glucose using a dexcom g7 continuous glucose monitoring (cgm) system. The patient was reportedly not wearing an omnipod product at the time of the event, having transitioned back to multiple daily injections (mdi). The patient stated that dexcom cgm readings at that time, based on information provided across multiple follow-up calls, were in the range of approximately 160 to 200 mg/dl. It was reported that the patient¿s sister found the patient unconscious on the floor, with vomit present. Emergency medical services were contacted, and the patient was transported to the emergency room. The patient reported that upon presentation to the emergency room, his blood glucose was measured at approximately 1600 mg/dl. The patient was hospitalized for approximately three days, with a reported discharge date of (B)(6) 2025. The patient was diagnosed with diabetic ketoacidosis (dka), acute hypoxic respiratory failure, and acute kidney injury secondary to volume depletion. Blood glucose levels were subsequently reported at 1302 mg/dl. Reported treatment included an insulin drip and intravenous fluid hydration. No additional laboratory data or detailed clinical records were provided. The patient reported that the reason for seeking medical attention was not related to an issue with the omnipod system, as the product was not in use at the time of the event. The patient stated that the dexcom cgm displayed inaccurate glucose values and did not reflect the elevated glucose levels identified in the emergency room. Following the incident, the patient discontinued use of the dexcom g7 and transitioned to the abbott libre 3 system. He also reported that he does not plan to resume omnipod therapy, as mdi are currently effective for him. Because the omnipod system was not in use at the time of the event, there is no information to reasonably suggest that use of the product could have caused or contributed to the reported hospitalization and dka. Insulet¿s analysis of the provided information deems that the reporting requirements were not met, and therefore, this event is no longer considered reportable.

Manufacturer narrative:
Additional event information was received on march 27, 2026. The date of event (b3), description of event or problem (b5), and health effect clinical codes (h6) were updated based on the newly received information. The patient reported that the reason for seeking medical attention was not related to an issue with the omnipod system, as the product was not in use at the time of the event. Because the omnipod system was not in use at the time of the event, there is no information to reasonably suggest that use of the product could have caused or contributed to the reported hospitalization and diabetic ketoacidosis. Insulet¿s analysis of the provided information deems that the reporting requirements were not met, and therefore, this event is no longer considered reportable.